Manufacturer narrative:
Explant was reported due to regurgitation. The investigation found that all three leaflets were torn. There was focal fibrous pannus ingrowth on the outflow surface of leaflet 2. Stent post 3 was bent slightly outward. No inflammation or significant calcifications were present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. Non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation demonstrated loss of collagen at several of the tear sites, which could have contributed to the tear. There was also evidence of an outwardly bent stent post in association with the torn leaflets. An outward bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. However, it cannot be conclusively determined whether the stent deformation occurred before or after the valve explant. The exact cause of the torn leaflets cannot be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 21mm trifecta¿ gt valve was implanted. On an unknown date the patient presented to the emergency room with heart failure and respiratory discomfort. The patient was diagnosed with aortic regurgitation (ar) which was noted on an echocardiograph. During follow-ups in (B)(6) 2019 and (B)(6) 2020, ar was still present. On (B)(6) 2021, the valve was explanted and replaced with a 19mm inspiris resilia aortic valve by edwards. Upon explant a tear near the leaflet nadir was observed on the non coronary cups. The patient was reported in the stable condition.